Manufacturer narrative:
Device not working during surgical treatment due to a malfunction that caused a melt on the cable connection with the scanner. We are unaware about patient/operator injury. We are waiting for more information.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.